Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and no magnet tones could be elicited. The device was explanted and replaced.